Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implanted pump. It was reported that the patient had a flipped pump. They wondered how long they could leave single agent hydromorphone in it.